Manufacturer narrative:
Results of investigation: to resolve the issue, tech service advised the customer to replace the blower, and a replacement blower was sent. As of now, the defective blower has not returned to the fa to determine the detailed root cause. The claim will be closed but may be reopened if value-added details become available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had tf 316-blower failure. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.